Event description:
After beginning ECMO support, a pinsize hole and a leak was detected in the bladder reservoir unit. Due to the patient's condition, the reservoir was not changed-out and the lead was monitored by the hcp with no other issues noted during the case. No product change-out and no patient consequence was reported.